Event description:
It was reported that the pump began burning or melting while charging. Reportedly, the customer was using non-tandem provided charging supplies to charge the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.